Manufacturer narrative:
The reported complaint of "system error, out of service, revert to manual CPR" error message was confirmed during functional testing. During functional testing, the platform failed due to a system error. The root cause is due to a defective processor board likely due to aging. The autopulse platform is a reusable device and was manufactured in june 2007 and is 12 years old, well beyond the expected service life of five years. The processor board will not be replaced due to part availability. Visual inspection was performed and no physical damages were observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for autopulse platform sn (B)(4).

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, during shift check, the autopulse platform displayed "system error, out of service, revert to manual CPR" error message upon powering on. No patient involvement.